Event description:
It was reported that prior to a saphenous vein graft (svg) of coronary artery stenting procedure, the filterwire was damaged. The physician stated that while they were trying to open and prepare the filterwire for the procedure, the filterwire's basket was broken out and they could not use the filterwire. There was no patient complications reported and patient status was reported as "stable". Another filterwire was ordered and the patient will be scheduled for a later procedure.

Manufacturer narrative:
Device eval: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.